Event description:
The customer reported a button error alarm and moisture underneath the screen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion on the liquid crystal display board. Unable to verify the button error alarm due to the blank display.